Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received unexpected restart alarms and external ram crc error alarms. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 180mg/dl. The customer mentioned having had a high blood glucose level of 500mg/dl a few days back. The customer declined to troubleshoot. The pump passed self-test. The customer was advised to monitor the device and call back if issues persist.